Manufacturer narrative:
A review of the device data was performed by a boston scientific engineer who confirmed the device has no resets and no memory errors. The device is operating in the 2nd current bin and the last estimated longevity of 1.5 years is appropriate for the device settings (dddr 70bpm, a 3.0v at 1.0ms, v 2.5v at 1.0ms), pacing percentages (a 65% v 95%), and lead impedances (a 550ohms, v 600 ohms). The device has many long duration atr episodes and when the device mode switches it changes brady modes to vdir and this causes the atrial pacing power supply to be turned off. If the atr mode switch duration is long enough a battery measurement will be taken with these reduced settings and may cause the device to operate in the lower current bin. If by chance this occurs when the device is interrogated the programmer will show a longer estimated longevity. Examination of the logbook confirmed there were several long duration episodes that may have occurred during follow up visits. Normal device function was confirmed and the differences in longevity were due to the long duration atr episodes that reduced the power consumption. No other adverse events have been reported. This product issue will be updated if additional information is received.

Event description:
Boston scientific received information that this device was exhibiting inconsistent longevity estimates. No adverse patient effects were reported.

Manufacturer narrative:
The device was subsequently explanted due to normal battery depletion. Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was at elective replacement time (ert). Analysis of the memory at the time of the event concluded that the device had many long duration atrial tachycardia response (atr) episodes and when the device mode switches it changes modes to vdir and this causes the atrial pacing power supply to be turned off. If the atr mode switch duration is long enough, a battery measurement will be taken with these reduced settings and may cause the device to operate in the lower current bin. The memory analysis confirmed the invalid charge time measurements occurred when the device was in an atr mode switch. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.